Manufacturer narrative:
Fragmentation testing of the unolok blunt fill needle per iso (B)(4) was conducted by the factory in an attempt to recreate the coring failure mode of the suspect batch with retain samples from batch# 17531d, and competitor bd samples (batch# 4242782). The bd product is also used by the complainant and is considered the substantial equivalent. 25 samples of each needle brand were tested. Test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needle are tested per iso (B)(4).

Event description:
It was reported by the customer that three (3) different users experienced coring when using the unolok (blunt fill) needle. The customer had recently switched from another brand and did not experience coring with the other brand. The customer states they did hot change their protocol when implementing the needle change.